Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspirating nucleus felt poor during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history and device history review (DHR) were not reviewed as no lot information was available for this complaint. The sample was visually inspected and no obvious defects were detected. The sample was tested using the infiniti console. The sample primed and tuned with the ultrasonic handpiece, aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. Vacuum, aspiration, and irrigation were tested at appropriate settings and the sample passed all testing the root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).